Event description:
During an endometrial ablation using the roller ball technique, the surgeon noted interference on the tv monitor. Seconds later, the storz bovie cord ignited into flames and burned in two with the working element remaining flaming. The pt nor staff were injured. The flame was extinguisihed. New equipment was obtained and the procedure was completed. The pt was taken to recovery in stable condition. Karl storz was informed and steps taken to determine the cause of ignition.